Manufacturer narrative:
The customer's reported complaint of the 2.35 catheter looks like it fractured could be confirmed since the photo of the catheter and additional information were received. The catheter sample was not returned for evaluation, without receiving a catheter sample for evaluation, a definitive root cause for this event could not be determined. According to the photo, the catheter looks fractured; the breaking point suggests an excessive torsional force that tore the catheter's plastic parts (jacket); the fibers were not broken, and the catheter was hung together by st. St threads (from the braided gw and suction tubes). It is unlikely that there are parts that have separated from the catheter. According to the additional information from the rep, the catheter was visually inspected before the procedure and found to be normal; it has some difficulty advancing, but not over the bifurcation just through the lesion. The potential root cause is likely excessive forces applied during the procedure itself to cross the lesion or/and during the removal of the catheter. The DHR was reviewed for the indicated catheter lot. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports. A review of the device history records (service order history) was performed for the reported packaging lot number 74935 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion. If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using an auryon atherectomy catheter 2.35mm - hydrophilic coated. The 2.35 catheter looks like it fractured. The procedure was completed with new cather. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. (B)(6) 2023: the catheter was visually inspected before the procedure and found to be normal. The catheter was fractured inside the patient but stayed together, the picture is attached. The first catheter has some difficulty advancing, but not over the bifurcation just through the lesion. The catheter was removed from the patient over the wire like normal. No additional accessories were used to remove the first catheter. Sheath used brand: terumo and size 8f. Gw used brand: 0.014 terumo run through. They didn't use another eximo atherectomy catheter for this case. They do still use them. They just ballooned and finished the procedure. No harm was done to the patient. Gw and sheath not replaced. Lesion type and location isr/cto of sfa and about 100mm length segment treated. Thrombus was present. They did say it was a difficult case. The lesion length only for the first catheter is 100mm. 3 passes were performed with the first catheter. ·during the procedure, the saline was flushed but not continuously with pressurized heparinized saline.